Event description:
It was reported by the customer that the device "errors ail, when there is no air in the line." There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they lvp bezel post recall completed, replaced bezel assembly, air in line, upper pressure sensor, front door, iui right side,membrane frame. The probable root cause of the reported issue was due to lvp module error of the moog ail kit. A review of the device history record showed the device had a manufacture date of 23jan2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device errors ail, when there is no air in the line. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they lvp bezel post recall completed, replaced bezel assembly, air in line, upper pressure sensor, front door, iui right side,membrane frame. The probable root cause of the reported issue was due to lvp module error of the moog ail kit. A review of the device history record showed the device had a manufacture date of 23jan2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device "errors ail, when there is no air in the line." There was no patient involvement.

Event description:
It was reported by the customer that the device "errors ail, when there is no air in the line." There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : device not received.